Event description:
It was reported that after the implantation of a high-powered preloaded intraocular toric lens, the patient was left with enough residual refractive error to be dissatisfied. The toric axis was slightly misaligned from the ideal position. To address the issue, the surgeon decided to exchange the lens, replacing it with a 29.0 zcu300 lens at a different axis. The surgeon does not believe this is a defect in the lens; rather, it may be attributable to the challenges of performing biometry at high powers, particularly with slightly oblique astigmatism. This issue should not be considered the fault of the iol. No additional information is available

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.